Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient's left reverse shoulder was revised due to disassociation of the glenosphere from the baseplate. Surgeon reported a possible cause/ contributor of possible soft tissue in the morris taper. Patient was revised to a construct of the same catalog numbers. Rep reported that no further information is available due to hospital policy.

Event description:
It was reported that the patient's left reverse shoulder was revised due to disassociation of the glenosphere from the baseplate. Surgeon reported a possible cause/ contributor of possible soft tissue in the morris taper. Patient was revised to a construct of the same catalog numbers. Rep reported that no further information is available due to hospital policy.

Manufacturer narrative:
The reported event that glenosphere - 36mm dia x 6mm thk concentric was alleged of 'disassociation' could not be confirmed, since the returned device is conforming to specifications and fully functional and no x-rays confirming the reported event was provided. More detailed information about the complaint event such as postoperative x-rays and CT-scans must be available in order to determine the exact root cause of the complaint event. However, based on the event description, the presence of soft tissues between the two components could have hindered their connection. As a reminder, the operative technique clearly reminds the user to make sure that the modular components are firmly mated to prevent disassociation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.